Event description:
It was reported there was no output from atrial or ventricular outputs. The device was returned for repair. No patient involvement was reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) - analysis confirmed the customer; heart flex is out of specification. The upper/lower case, one bail cover, and battery drawer were broken. The lead flex o-ring was out of specification and the keyboard window was scratched. The battery contacts were compressed.